Event description:
A customer reported an ongoing issue with the pumps touchscreen responsiveness. There was no adverse impact to the customer's blood glucose level. The customer followed the complete pump reset instructions provided by technical support and was able to interact with the pump screen following the reset, resolving the issue.